Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. No failed battery test alarm noted. Unable to test the operating currents due to no button response. Unit had cracked reservoir tube and cracked battery tube threads. No damage noted on belt clip slot. Unit received without belt clip. Unable to verify damage to belt clip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 175 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.